Manufacturer narrative:
Upon inspection and testing of the device, in addition to the foreign material in the nozzle, service found there was water leakage form the control unit and the electrical connector unit. The insulation resistance value of the plastic distal end cover was out of specification, the plastic distal end cover was cracked, the bending section cover was porous, the connecting tube was wrinkled, the paint on the air/water nut was peeled off, the paint on the suction cylinder nut was peeled off, the universal cord was twisted, the electrical connector mouthpiece pin was loose, there was play in the up/down and the right/left angulation knobs, the bending angles in all directions were out of specification, the water removal capacity was out of specification, the air flow was ineffective, and the water flow was ineffective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material). There was no patient or user injury reported due to the event. Additional details have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information.

Event description:
Additional information was received: the customer sent the device to an olympus service center for evaluation because of loose angulation. Otherwise, the customer did not notice any other issues. The clogged air/water nozzle was found by olympus personnel. The were no reports from the user facility regarding any patient harm while the scope was in-use.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: -the nozzle was clogged with body fluids / adhesive matter of chemicals used or the like due to improper reprocessing after the previous procedure. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. -inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function the user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: ·reprocessing manual_ cleaning, disinfection and sterilization procedures -precleaning_ flush the air/water channel (aw) with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -flush the air/water channel with detergent solution -remove detergent solution from all channels olympus will continue to monitor the field performance of this device.